Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown; however, olympus medical systems corp. (Omsc) surmised that the reported phenomenon was occurred due to dust has accumulated on the fan of the device.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the cooling fan of the device did not work. Other detailed information was not provided. There was no report of patient injury associated with the event.